Manufacturer narrative:
The evaluation lab tested the part and found it functions as designed.

Event description:
The customer alleged that the ventilator would display visual alarms, but no audible alarms were heard during an alarm condition. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The nsp cse replaced the audio alarm assembly and performed a 10,000 hour pm which was over due and contained a power switch is also a precautionary repair part. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.